Event description:
Litigation papers allege the patient suffered pain and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.(B)(4).

Event description:
Update 1/20/16 medical records received. Case information sheet and component sticker sheet reviewed for MDR reportability. Records indicated it is the right hip not the left hip and patient was revised on (B)(6) 2015. Taper sleeve and stem added to complaint for pain and alleged excessive levels of chromium and cobalt in the blood, there were no lab results. The complaint was updated on: feb 15, 2016.